Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 46 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed multiple gastrointestinal bleeds (gi bleed). The first reported gi bleed occurred on (B)(6) 2014. A duodenal arteriovenous malformation (avm) was located and clipped. The patient's international normalized ratio (inr) goal was decreased from 2.0-3.0 to 2.0-2.5. On (B)(6) 2014, an additional gi bleed occurred but the source of bleeding was not found. The patient was started on danazol to decrease the likelihood of further avms. The patient's inr goal was maintained and anticoagulation was initiated prior to discharge. On (B)(6) 2014, the patient developed another gi bleed with no source determined. The patient was discharged home off anticoagulation and it was resumed as an outpatient 1 week later. The patient's inr goal was lowered to 1.6-2.0.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.